Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted significant eschar build-up in the jaws. The cutting blade was stuck in the advanced position. Functional testing found that the eschar build-up is keeping the jaws stuck together and the cutting blade stuck. The device's jaw opening and closing mechanism was functioning properly, only after the eschar build-up was removed. The device's knife blade advanced and retracted properly after the eschar build-up was removed. It was reported that the knife blade did not retract and the jaws were difficult to open. Also the device was difficult/impossible to close. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the sealing and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic total hysterectomy, sealing was performed. When the knife was pulled, the knife blade did not return. There was an issue about jaw opening/closing. The device applied to the tissue at that time and it was removed without any special operations. It was cleaned whenever it became dirty. Another device used successfully. There was no patient injury.